Event description:
It was reported that an ilet user applied an infusion set but forgot to remove the cannula guard and was advised to replace the infusion set; the user declined step-by-step assistance and reported that blood glucose was unaffected. There were no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education by support. Investigation of this case revealed incorrect deployment of the infusion set due to the cannula guard remaining in place, consistent with user setup error and use of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.